Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 49.5 cm returned for analysis. External insulation abrasion was noted at 15.0-15.3 cm from the distal tip consistent with friction to another device or feature of the heart. External insulation abrasion was noted at 44.9-45.0 cm from the distal tip consistent with friction to the device can. Internal insulation abrasion was noted at 34.9-36.5 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 13.1-14.2 cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.